Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from gei to lfl.

Manufacturer narrative:
As part of our investigation, olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The device was returned to olympus for evaluation. A visual inspection was performed on the received device and found there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to be partially split with approximately 0.250¿ of the teflon pad missing, exposing metal. The missing teflon pad portion was not returned for evaluation. The probe unit was inspected under a microscope and found no visual indication of damage. The device was attached to the test usg-400/esg-400 and the device failed the probe check. During testing, a ¿u509 ultrasonic error¿ was observed when the jaws were closed and the seal/cut function was activated. The probe damage is internal. Based on similar reported events, the reported complaint is most likely attributed to user mishandling. The instruction manual provides users several warnings ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. The sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/ deforming/ split/ protruding/ partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, positioning the tissue, twisting the shaft, or rotating the rotation knob. Manipulate and isolate the targeted tissue with another instrument, grasp the targeted tissue with the sonicbeat instrument, and then activate. Otherwise, it may cause the deforming/splitting/protruding of tissue pad or a scratch on the probe tip by interference with the other parts, which could result in the probe tip breaking and falling off inside the body cavity.¿

Event description:
Olympus was informed that during an unspecified procedure, the teflon pad from the grasping section of device melted. It is unknown if the intended procedure was completed. There was no patient injury reported.